Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, return device analysis revealed that the stent was not returned. Additional reported information indicates that the stent dislodgement occurred during manipulation by cath lab staff after the procedure and the stent was discarded. Review of reported information indicates that the hole was in the catheter shaft not the balloon. Additional reported information indicates that during device preparation (flushing of the device), leak/bubbles were noted coming from the catheter shaft. Further reported information indicates that the physician confirmed the hole in shaft when the device was inserted into the introducer sheath and during inflation of the balloon during the procedure. No additional information or clarification was provided from the site.

Event description:
It was reported that during the procedure in the radial artery, a 3.5x38 xience prime stent delivery system (sds) was prepared for use per the instructions for use and loaded onto the guide wire. As the sds was being inserted into the introducer sheath, the operator noted a hole in the balloon. The sds was removed and a new 3.5x38 xience prime sds was used successfully. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Use after damage. Evaluation summary: the device was returned for evaluation. The reported complaint related to wrinkled/torn shaft was confirmed. The stent implant was not returned and the balloon was loosely folded, suggesting the stent may have been deployed at some point. There were crimp marks on the balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacture. Follow-up with the account confirmed that the stent dislodgement occurred during manipulation by cath lab staff after the procedure and the stent was discarded. A review of the lot history record for the manufacture of this lot was performed and no nonconformances related to shaft tears were observed. A query of the complaint-handling database was performed and no other incidents have been reported for inner/outer member damage or shaft tears. Additionally, a sampling of units was destructively tested to verify balloon rated burst pressure and shaft integrity prior to release. The wrinkled shaft and tear may be a result of many factors, including, but not limited to; manufacturing (heat damage or handling during insertion into the coil), interactions with the accessory devices, or mishandling at the account. In this case, a conclusive cause of the wrinkled outer and inner member material and hole/tear in the wrinkled area cannot be determined.